Event description:
The customer reported to olympus that the device was displaying an e226 error. The reported problem was found ten minutes after the unspecified procedure started. There was no harm or user injury reported due to the event.

Manufacturer narrative:
A technician was onsite at the time of the malfunction, where they determined the cause is likely the endoeyes. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e226 (endoscopic communication error) occurred due to a bad video cable in the combination scope. The cause of the bad video cable could not be identified. Olympus will continue to monitor field performance for this device.